Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: mn10450-50a, drg lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-02640. It was reported the patient lost adequate therapy after experiencing a fall. X-rays were taken and revealed the patient's left drg lead located at t12 was fractured. In turn, the patient's left drg lead located at t12 showed high impedance. As a result, the patient underwent surgical intervention. The fracture was further confirmed upon removal of the patient's left drg lead located at t12. Surgical intervention addressed the patient's issue.